Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, crease folds, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Based on the device analysis the final assessment was no openings were observed on the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.